Event description:
During an endoscopic biopsy, the physician used a cook endoscopy disposable biopsy forceps (device 1 of 2). The second bit taken by the forceps was reportedly "too large." Some tearing of the tissue was noted, but intervention was not required. The procedure was completed with these forceps. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. One additional disposable biopsy forceps (device 2 of 2) was used in the same manner as described above and the same observation was made.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from these lots because the lot numbers were unable to be provided. After a review of the account order history, the lot numbers were unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: we were unable to conduct a full investigation because the devices were not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use for this device advise the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to tearing of the tissue as reported. Prior to distribution, all disposable biopsy forceps are subjected to a visual inspection and function test to ensure proper workability. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. No further action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.